Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 22.9 cm to 23.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information notes that the lead was explanted and replaced on 15 aug 2020. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed by the device and led to pacing inhibition. All other lead parameters were stable. The noise was reproducible in clinic. No intervention was reported. The patient was in stable condition.